Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a problem with the balloon at the sheath end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: there was a gap between the acoustic lens and ultrasound probe. The acoustic lens was peeled. Due to wear of the forceps elevator lock engagement lever, the up/down knob could not be locked securely. The acoustic lens had a scratch. The distal end was deformed. The objective lens had a scratch. The adhesive around the light guide lens had wear. The adhesive on the bending section cover had a chip. The connecting tube had coating peeling. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. Due to wear of the angle wire, the bending angle in the right direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue, and the acoustic lens peeling issue could not be determined, however, the issues were likely the result of repetitive use stress and customer handling/mishandling. Olympus will continue to monitor field performance for this device.